Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced new heart failure. It was further reported that possible intermittent capture was noted on the right ventricular (rv) lead on presenting electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.